Event description:
During a liver transplant the rnfa [registered nurse first assistant] and fellow stapled with 45mm vascular curved tip stapler reload on the ivc [inferior vena cava]. Shortly after during the procedure two of the staple lines started to come undone on the vessel. Brief hemostasis and sutures were used to fix the staple lines. Both of these staple loads were of the same lot.